Event description:
It was reported that the device showed elective replacement indicator (eri) after 3.5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Time of eri (elective replacement indicator) in save to disk on 23-dec-2011, device eri<=2.62 volt. Daily battery voltage log data shows batt(v)=2.64 to 2.62 volts minimum between 20-dec-2011 and 28-dec-2011. Patient alert for low bv on 23-dec-2011. Upon analysis, normal battery depletion was found.